Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, neither the complaint sample nor images were provided. Potential factors that could have led or contributed to the reported deployment failure have been evaluated. The event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequently release force increase. The use of a 0.018" guide wire was considered a contributing factor to the event reported. Based on the information available, a definite root cause for the deployment failure could not be identified.

Event description:
It was reported that the vascular stent was deployed approximately one third when the deployment mechanism became unresponsive; however, the deployment handle was dismantled as the vascular stent was successfully deployed manually. During manual deployment the stent was stretched approximately 2 mm. There is no reported patient injury.